Manufacturer narrative:
Results: the pet lock was separated on the proximal end of the pusher assembly. The pusher assembly was bent approximately 12.0, 26.0, 38.0, 45.5, 49.0, 64.0, 75.5, 113.0, 124.0, 135.0, 142.0, and 150.0cm from the proximal end. The pusher assembly was kinked approximately 146.0 cm from the proximal end. The introducer sheath was kinked approximately 6.5 cm from the distal tip of the sheath. The smart coil pusher introducer sheath was loaded onto a demonstration smart coil. The new smart coil advanced out of the distal tip of the sheath with some resistance as the coil was advanced through the introducer sheath kink. The introducer sheath was positioned through a rotating hemostasis valve (rhv) into a demonstration microcatheter hub. The kink on the introducer sheath was discovered to be located within the rhv when positioned in the demonstration microcatheter. Conclusions: evaluation of the returned smart coil detachment pusher and introducer sheath revealed a kinked introducer sheath. The demonstration smart coil was advanced through the returned introducer sheath and out of the distal tip with some resistance as the pusher entered the kink on the introducer sheath. If the rhv is overtightened onto the introducer sheath, it may become damaged. A damaged introducer sheath may contribute to resistance when advancing an embolization coil through it. The embolization coil was successfully implanted and, therefore, not available for return. The root cause of the initial resistance advancing the embolization coil could not be determined. Further evaluation revealed a bent and kinked pusher assembly. Based on the return condition, the bends and kinks were likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple smart coils using a non-penumbra microcatheter. The physician then experienced difficulty advancing a smart coil out of its introducer sheath and into the hub of the microcatheter. The physician was eventually able to advance and place the smart coil. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.